Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a procedure, the set screw on the crosslink stripped. It was also reported that the center nut assembly was coming part. It was reported that once the problem was noticed intra-op during break off of the set screw and final tightening of center nut, the crosslink was removed and replaced. Although the implant was used in surgery, no patient complications were reported.